Event description:
It was reported that the patient remained incontinent. The mechanism of the artificial urinary sphincter does not work by "air intake" in the system. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the patient had the artificial urinary sphincter removed. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.

Event description:
It was reported that the patient remained incontinent. The mechanism of the artificial urinary sphincter does not work by "air intake" in the system. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.